Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete customer information.

Event description:
Related manufacturer reference number: 3006705815-2021-01706. It was reported that the patient lost therapy due to the extension not being connected to the ipg. Surgical intervention is anticipated.

Manufacturer narrative:
The report event for patient lost pain relief/ connection problem/ disconnection was confirmed. As received, lead extension had last terminal end electrode#1. The cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that the patient's ipg and extension were explanted and replaced. Therapy was restored following the procedure.